Event description:
It was reported post op a laparoscopic gastric band procedure, the tubing disconnected from the port. This was detected by x-ray. The locking connector was still attached to the port. The tubing strain relief could not be found, exact location unk, but may be in the pt's peritoneal cavity.

Manufacturer narrative:
Date sent: 11/3/2009. Info anticipated, but unavailable at this time.